Event description:
It was reported to philips that the system's host computer was unable to communicate with the flexvision computer, which can impact system booting. No harm was reported to philips. Philips has started an investigation of this complaint.